Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion twice and max air three times even though no air in line during emend therapy at the outpatient treatment facility. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the customer report of ¿false alarms¿ was not reproduced. The ultrasonic sensor was found to be within specification. A review of the event history log revealed multiple ¿upstream occlusion!¿ and a single ¿max air detected!¿ message, however the log cannot be used to determine whether the alarms were true or false. The reported conditions were verified. The cause of the conditions was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.